Event description:
After flushing the wire several times, it was unable to remove from the packaging hoop. No report of harm or injury.

Manufacturer narrative:
Device eval: the suspect device will not be returned for evaluation. This incident was determined not reportable by merit in accordance with the criteria set forth in the FDA guidance at the time it was received. However, after further internal investigation, merit determined on 06/24/2010 that a product removal would be required for seven (7) specific lots of the 180 and 260 cm laureate hydrophilic guide wires due to decreased lubricity at the proximal end. This is a 5-day MDR report in accordance with statutory reporting requirements. Communication to consignees was sent on 06/29/2010. A report to the FDA in accordance with 21 cfr 806.10 is also in process. No additional form 3500a reports will be filed for this event. Notification of field action taken for this lot.